Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the balloon would not aspirate or flush. Lumen was occluded. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - serial# from: unknown, to: (B)(6). The product was returned with the membrane slightly folded and blood on the exterior of the catheter. The one-way valve was also returned. The one-way valve placed on the iab was vacuum tested and it held a vacuum. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the balloon would not aspirate or flush. Lumen was occluded. The balloon was removed and replaced. There was no reported injury to the patient.